Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor and weak signal. The customer's blood glucose reading was 349 to 600 mg/dl at the time of incident. Troubleshooting was done for unexpected alarm but declined troubleshooting for the blood glucose. Customer indicated that she went to the hospital for IV fluids but was released later on in the day. No further details given.